Manufacturer narrative:
The reported event was not confirmed. A picture was provided at intake. Based on visual inspection of the picture, it was observed there are no issues with the housing.

Event description:
The user facility reported, the housing broke at the weld after a procedure. The broken housing could cause the non-sterile battery to be exposed to the sterile field. No medical intervention, no delay and no adverse consequences.